Event description:
Case description: since an unknown date, from about 1 week, the patient suffered from hyperglycemia, frequent urination, swelling and pain in the whole left hand (could not move it normally). The patient's neuropathy also increased due to hyperglycemia - diabetic neuropathy which was still not yet recovered as patient suffered from fibrosis (tendon fibrosis). The trade name of needle used with novopen 4 was sunghim needle 5ml , attaching the needle the patient didn't feel more resistance than normal and ensured that the needle was properly attached to the pen. The patient have been trained in the use of the product novopen 4, ensured that the needle was properly attached to the pen while injecting and after assembly the patient checked insulin flow. On (B)(6) 2023 the outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "piston rod first was moving loosely then it stucked when she entered it inside the mechanical parts and the piston rod did not move(device mechanical jam)" was recovered. The outcome for the event "the pen is not injecting the dose(device failure)" was recovered. The outcome for the event "diabetic neuropathy increased with swelling and pain in whole left hand(diabetic neuropathy)" was not yet recovered. The outcome for the event "diabetic neuropathy increased with swelling and pain in whole left hand(condition aggravated)" was not yet recovered. Since last submission the case has been updated with the following: -trained user updated - hyperglycemia stop date updated; event outcome of device mechanical jam and device failure updated to recovered - narrative updated with other relevant information references included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4) reference notes: medwatch 3500a MFR. Report number.

Event description:
Case description: investigation results: novopen 4 - batch lvg3f02. The product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: mr7dh74. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Since last submission the case has been updated with the following: investigation results updated. Annex b, c, d and g have been updated. Narrative has been updated accordingly. Final manufacturer's comment: (B)(6) 2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's long-standing type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: novopen 4 - batch lvg3f02. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]. Piston rod first was moving loosely then it stucked when she entered it inside the mechanical parts and the piston rod did not move [device mechanical issue]. The pen is not injecting the dose [device failure]. Diabetic neuropathy increased with swelling and pain in whole left hand [diabetic neuropathy]. ([Condition aggravated]). Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "piston rod first was moving loosely then it stucked when she entered it inside the mechanical parts and the piston rod did not move(device mechanical jam)" with an unspecified onset date, "the pen is not injecting the dose(device failure)" with an unspecified onset date, "diabetic neuropathy increased with swelling and pain in whole left hand(diabetic neuropathy)" with an unspecified onset date, "diabetic neuropathy increased with swelling and pain in whole left hand(condition aggravated)" with an unspecified onset date, and concerned a 37 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - 20 iu, bid, subcutaneous) from unknown start date for "type 1 diabetes mellitus". Patient's height: 155 cm. Patient's weight: 65 kg. Patient's bmi: 27.05515090. Current condition: type 1 diabetes mellitus (since 21 years), diabetic neuropathy. Concomitant products included - lantus(insulin glargine). Since an unknown date, from about 1 week, the patient suffered from hyperglycemia, frequent urination, swelling and pain in the whole left hand (could not move it normally ). The patient's neuropathy also increased due to hyperglycemia. On an unknown date, the random blood glucose (blood glucose) measured was 500 mg/dl and then the patient realized that the pen was not injecting the dose. So suspected that patient did not take any insulin. Pen training was done on the pen's mechanical part, it was found that the piston rod first was moving loosely then it got stuck. When entered inside the mechanical parts, by adjusting the dose counter to 60u and press the dose button the piston rod did not move. The patient was asked to pull it manually, the piston rod moved loosely again. The patient also mentioned that they change the needle (trade name unspecified) every 3 days. Later, by adding a new needle and a new penfill, the pen injected insulin normally. It was reported that the patient from 3 days bought a new novopen4 and begin to take doses again. She mentioned that the urination returned normally and recovered completely. The swelling in her left arm disappeared but the pain still exists. At the time of reporting, the patient's fasting blood glucose (blood glucose) level was 70 mg/dl, which was normal during fasting. Batch numbers: novopen 4: lvg3f02. Novorapid penfill: mr7dh74. Action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "piston rod first was moving loosely then it stucked when she entered it inside the mechanical parts and the piston rod did not move(device mechanical jam)" was not reported. The outcome for the event "the pen is not injecting the dose(device failure)" was not reported. The outcome for the event "diabetic neuropathy increased with swelling and pain in whole left hand(diabetic neuropathy)" was not yet recovered. The outcome for the event "diabetic neuropathy increased with swelling and pain in whole left hand(condition aggravated)" was not yet recovered. Block c - additional dosage regimens: suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. #1 novorapid penfill regimen # 2 12 iu, bid, subcutaneous mr7dh74 07/--/2024.